Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 119-187 mg/dl. Prior to troubleshooting with tandem technical support, the alarm was cleared. During troubleshooting with tandem technical support, the cartridge was changed to address the issue. Additionally, customer did not practice proper cartridge air removal technique. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, a temperature change had occurred to the pump prior to the occlusion alarm declaring.